Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and implantable pulse generator (ipg) exhibited both unipolar and bipolar ventricular increasing threshold values and high threshold value and increasing lead impedance values and high pacing impedance, with a pacing and sensing polarity switch, with a low possibility of rv lead failure. The rv lead was reprogrammed and remains in use, for continual observation at present. Three days later the ipg was replaced. No patient complications have been reported as a result of this event.